Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the pump and catheter were removed. The patient was treated for an infection with antibiotics. The managing physician believed the infection started with a respiratory infection post op after receiving a replacement pump on (B)(6) 2015. The pump and catheter were discarded by hospital staff. The device system was to be replaced in the future. The patient status at the time of this report was ¿alive ¿ with injury.¿ a culture of the infection was taken from the device pocket. An unknown organism was cultured. The infection was at the device pocket and right leg. It was further reported that the patient did not have meningitis. The type of organism cultured was aerobic and anaerobic. The drugs being delivered via the device system were dilaudid and clonidine. No outcome information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient was infected and explanted prior to surgery on (B)(6) 2015. Follow-up was being conducted to obtain information regarding the surgery on (B)(6) 2015; if additional information is received this report will be updated.

Event description:
Additional follow-up was initiated to clarify the report the patient was infected and explanted prior to surgery on (B)(6)-2015. The additional information received from a company representative reported the patient received a new pump and catheter on (B)(6)-2015. The patient was doing well.